Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had no beeping tones when checked. Interrogation was unsuccessful using 3 different programmers in different rooms and using different outlets. The device was implanted in novemeber 2005, and the last clinic visit was 2 weeks after implant. The device was explanted and returned for analysis.